Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump would reject new batteries. The blood glucose levels were not provided. No troubleshooting was provided and nothing was resolved. The insulin pump will not return for analysis.